Manufacturer narrative:
Additional information was received on june 14, 2024, that the balloon was punctured, and the contrast was leaking out. Initially, it was reported that the balloon portion of the device broke and was assessed as a reportable event as it may suggest that the balloon burst during the procedure. This additional information confirmed the pinhole occurred in the common bile duct and the procedure was able to be completed with another dilatation balloon without patient complications. A balloon pinhole may require device exchange which may result in a clinically insignificant delay of procedure and is unlikely to cause or contribute to a death or serious injury if the malfunction were to reoccur. There have been no serious injuries previously reported for this product family and hazard. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was leaking. The customer also reported that the balloon portion of the device broke. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on june 14, 2024: the customer reported that the balloon was punctured, and the contrast was leaking out.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2024. During the procedure, the balloon was leaking. The customer also reported that the balloon portion of the device broke. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event.